Event description:
Patient's mother has informed that the infusion was completed, but home infusion nurse has informed that pump gives power error. They have switched up the battery and still getting the error. Sometimes nurse has to restart the infusion multiple times to make the pump work. It has happen last month, too. Did approve new curlin pump. Serial# (B)(6), lot# n/a. Exp date 09/13/2023. No second pump on hand. Infusion was completed. No injuries reported. Reported to (B)(6) by pt/caregiver.